Event description:
It was reported that: "a non-sterile trial head was introduced onto the field and used intraoperatively."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.